Event description:
When tightening the locking screw during the hallu-lock operation, the screwdriver tip snapped in the locking cap and remained embedded in the screw as well as leaving a piece of the screwdriver inside the patient. There was no patient injury or death alleged reported. The event did not lead to a significant increase in surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.